Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture, capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two unknown mentor saline breast prostheses. Post-operatively, the patient was diagnosed with bilateral breast implant deflation and bilateral capsular contractures (baker grade IV on the left and baker grade ii on the right). As a result, the patient underwent breast implant removal on (B)(6) 2025. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On january 22, 2026, the mentor failure analysis lab received the device for evaluation. Per the returned device, mentor became aware that the suspect medical device was an unknown mentor textured saline implant. On january 25, 2026, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted visual inspection, leak test and microscopic examination of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to mentor procedure, and two tears (a and b) were identified on the anterior view, measuring approximately 0.1 cm (a and b). In addition, no more leaks sites were identified during the analysis. Microscopic examination was performed on the edges of the ruptures (a and b), and parallel striations were found in the whole area of the tears (a and b). Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. No corrective and preventive action (CAPA) is required now.